Event description:
Revision of mdm on exeter trident

Manufacturer narrative:
The following devices were also listed in this report: modular dual mobility insert; cat# 626-00-42e; 66918902 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.if additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Manufacturer narrative:
Reported event: an event regarding dislocation involving a adm liner was reported. The event was confirmed via medical review. Method & results: -device evaluation and results: the adm liner was returned for evaluation. A metal head is still assembled into the liner. The device presents with wears and yellow discoloration consistent with the absorption of synovial fluid by the device. -clinician review: a review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical information, pre or postoperative exam or records, or postoperative x-rays were presented for review. Based on the pi report and a single unlabeled undated x-ray, there appears to be an intraprostatic dislocation of a dual mobility¿exeter construct. Event confirmation: a revision surgery cannot be confirmed as there is no documentation of the procedure. A head which is markedly eccentric, and an acetabular component can be confirmed and likely represents an intraprostatic dislocation based on the limited information provided. Root cause: a root cause cannot be ascertained or defined as the event cannot be confirmed. However, if a revision is confirmed the reason for the revision based on the information provided would be an intra prosthetic dislocation of a mobile-bearing liner. The reasons for the dislocation cannot be ascertained." -device history review: review of the device history records indicate devices were manufactured and accepted into final stock on with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient was revised due to dislocation. A review of the provided medical records by a clinical consultant indicated: "conclusion/assessment: no medical information, pre or postoperative exam or records, or postoperative x-rays were presented for review. Based on the pi report and a single unlabeled undated x-ray, there appears to be an intraprostatic dislocation of a dual mobility¿exeter construct. Event confirmation: a revision surgery cannot be confirmed as there is no documentation of the procedure. A head which is markedly eccentric, and an acetabular component can be confirmed and likely represents an intraprostatic dislocation based on the limited information provided. Root cause: a root cause cannot be ascertained or defined as the event cannot be confirmed. However, if a revision is confirmed the reason for the revision based on the information provided would be an intra prosthetic dislocation of a mobile-bearing liner. The reasons for the dislocation cannot be ascertained." No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision of mdm on exeter trident.